Event description:
The customer from (B)(6) reported that her contour next link 2.4 meter had only english and (B)(6) languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The meter had the ability to perform blood glucose tests after the issue occurred. There was no record of completed test in the logbook. The units of measurement were not changed. The returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.